Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The customer¿s blood glucose during the incident was 158 mg/dl. Customer mentioned that they did not hear the difference between the audio volumes 1 and 5. The device did not pass troubleshooting. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed selftest and displacement test. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Nohardware low level failures alarm noted during testing or listed in pump history.